Event description:
A company representative reported that, during a surgery utilizing the electromagnetic axiem navigation technology, the optical camera was cycling. This issue did not affect the surgery since they were using axiem instead of optical tracking, but it was an annoyance. No impact to the patient was reported.

Manufacturer narrative:
Patient demographic information has been requested, but is unknown at this time. The initial report was received on (B)(6) 2012 and found to be a non-reportable malfunction based on the information available. On (B)(6) 2012, new information was available during the part evaluation and the decision was changed to a reportable malfunction. Electrical evaluation preformed on returned device. Engineering did not observe the reported cycling, but the camera position sensor unit (psu) failed the accuracy assessment kit (aak) test at .52 mm. The psu is out of calibration.